Manufacturer narrative:
(B)(4) by the MFR arjohuntleigh (B)(4) on behalf of the importer (B)(4). Additional info will be provided following the conclusion of the manufacturer's investigation.

Event description:
(B)(4).